Event description:
A malfunction was reported on the pump by the customer, with the displayed malfunction code being resettable. The customer did not report any prior events leading to the malfunction, and there was no information on whether the issue caused the blood glucose level to exceed 500 mg/dl. Cts assisted the customer in resetting the pump, and the malfunction did not recur after resetting, allowing the customer to continue using the pump. The customer was advised to contact support if the issue recurred.